Manufacturer narrative:
Additional information was received that the physician believed the infection was not device related. The patient was reportedly doing well and the infection had been resolved.

Event description:
A report was received that the patient had a suspected infection at the midline incision site. The symptoms were redness and inflammation. The patient was treated with antibiotics.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50 serial/lot #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient had a suspected infection at the midline incision site. The symptoms were redness and inflammation. The patient was treated with antibiotics.